Event description:
It was reported that the patient had been hospitalized with hypoglycemia due to controller not holding a charge and no insulin in reservoir. The patient blood glucose (bg) levels had fallen to less than 70 mg/dl. The patient was admitted to the hospital where the bg levels were monitored every couple hours and was treated with intravenous therapy with saline and dextrose 50. The patient was released the following day.

Manufacturer narrative:
Inspection of the log files found that on the date of last use, the battery level declined from 66% to 1% in less than 1.5 hours. The battery was not returned with the device, therefore it was not possible to examine the battery for damages or defects that would contribute to inability to hold charge; the cause of this event could not be determined. The customer reported that they had filled a pod with 150 units of insulin, and 90 minutes later he had no insulin. Inspection of the audit file shows that all boluses were delivered accurately as input by the customer and shown in the device history. The pod that was used on the date of this event, as well as the previous and subsequent pods, were each used over a 3 day span. No issues were found that would result in the over delivery of insulin..